Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the insulin pump had blank display and alarmed failed battery test after new battery changed. Customer's blood glucose was 123 mg/dl. Troubleshooting was done. Advised the customer that battery cap would be replaced. The customer was advised to insert new aaa alkaline battery as soon as possible. Advised customer if display does not return to revert to a back up plan per healthcare provider instructions until battery cap replacement arrives. No further information provided.

Manufacturer narrative:
No unexpected failed battery test alarms or blank display was noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. However, the pump had a corroded battery cap coin slot, minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.